Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was delayed in responding to touches. In addition, it was reported that the wake button was stuck. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.